Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2022 during a robot assisted supra-cervical hysterectomy procedure and ¿the balloon would not deflate¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further assessment found the procedure was completed and there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿balloon would not deflate¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. Test the intrauterine balloon for proper inflation and function before insertion; do not insert vcare with intrauterine balloon inflated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2022 during a robot assisted supra-cervical hysterectomy procedure and ¿the balloon would not deflate¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further assessment found the procedure was completed and there was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.